Event description:
Per the clinic, the patient experienced significant drop in speech perception scores lead to the decision to explant the device. Subsequentlt, the patient was placed under general anesthesia on (B)(6) 2023 to explant the device. The patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the date of awareness in the initial report [6000034-2025-00086] was incorrectly reported. The correct date of awareness is december 31, 2024, not december 02, 2024, as previously reported.